Event description:
Medtronic received a report that the pipeline failed to open and encountered resistance in the microcatheter. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left c2 with a max diameter of 10mm and a 6mm neck diameter. The landing zone was 2.78mm distally and 2.48mm proximally. It was noted the patient's vessel tortuosity was strong. The accessed vessel was the left c2 with a diameter of 2-4.5mm. Dapt (dual antiplatelet treatment) was administered and there were no problems with pru level. There was nothing in particular found on post-operative imaging related to blood flow. It was reported that the system was heavy from the beginning of mounting, and when it was deployed, the tip was narrowed and deployment failure was anticipated, so the entire system was extracted. Deployment failure occurred in the distal stent region. The distal section of the pipeline was positioned in a bend. Less than 50% of the pipeline had been deployed when the device failed to open. The pipeline was resheathed 3 or more times. There were no other steps or device used in attempt to deploy the stent. The stent was removed from the patient's body. The stent didn't open evenly and ballooning was not performed. Catheter resistance occurred in the proximal shaft. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a phenom microcatheter.

Manufacturer narrative:
A and e: select patient and physician information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3¿ equipment used: video inspection system (m-85519), camera (panasonic lumix dmc-zs5); ruler (m-83361) ¿ drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F ¿ as found condition: the pipeline flex shield was returned stuck inside the phenom 27 catheter; within the outer carton; inside of a sealed bio-hazard bag and a shipping box. ¿ damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal end of the braid was not opened due to damaged braid. The proximal end of the braid was opened and frayed. No bends were found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body was found to be accordioned at 6.9cm to 12.8cm from the distal tip. No other anomalies were observed. ¿ testing/analysis: the pipeline flex shield was pushed out from the catheter lumen with difficulty. The catheter total and usable length were measured within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer complaint was confirmed that the distal end of the braid was not opened due to the damaged braid. The cause of the failure to open could not be determined. Possible causes include vessel tortuosity and damaged braid. The braid can become damaged to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing braid against resistance. The cause for the braid damage could not be determined. In addition, the pipeline flex was returned stuck inside the catheter. The pipeline flex and catheter were damaged. From the damages seen on the catheter (accordioning), braid (fraying), and hypotube (stretching); it appears there was a high force used. It is possible these damages occurred when the customer attempted to advance the pipeline flex shield through the catheter against resistance. However, the cause of resistance could not be determined. Possible causes of resistance include vessel tortuosity and lack of continuous flush with heparinized saline during the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting there were no damages observed to the pipeline pushwire or catheter.